Manufacturer narrative:
The reported event of helix rotation anomaly was not confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix to be retracted and free of blood/tissue. The helix could be extended and retracted normally within seven turns when torque was applied to the connector pin. Electrical testing did not find any indication of conductor fractures and/or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that during the initial implant procedure, the helix of the right ventricular (rv) lead was difficult to extend when tested prior to being introduced into the patient's body. The rv lead was not implanted and was replaced to resolve the event. The patient was in stable condition.